Event description:
Related manufacturer reference number: 2017865-2024-34176. It was reported that during the right ventricular (rv) and right atrial (ra) lead repositioning due to high stimulation thresholds it was difficult to fixing the leads and exposing the screw. The leads were explanted and replaced without any problems and with no patient consequences.